Event description:
It was reported to philips that the system's host computer was unable to boot. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use when the issue occurred. The planned coronary treatment was performed by the customer when the issue occurred, and the procedure got delayed and completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc was not able to start up. Upon troubleshooting, fse found that the system wouldn¿t start up and gave a blue screen due to the corrupted hard disk drive and bad host pc. The defective host pc was returned to philips for analysis and found that the failed component was graphics processing unit (gpu) due to failed peripheral connect interface (pci). Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flex vision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated medical device correction (z-1151-2024). To resolve this issue, fse replaced host pc, hard disk drive, loaded multiple ghost backup, installed operating system software, reloaded all software and calibrated the system. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.